Event description:
A patient first visited on (B)(6) 2025 with complaints of cramping in both lower extremities, and as a result of the examination, was diagnosed with great saphenous varicose veins in both lower extremities, and on (B)(6) 2025, the patient underwent intravascular embolization of varicose veins in both lower extremities using a venaseal closure system. Tumescent infiltration was not utilized. Local anesthesia was used. Compression was not used. 25 segments were treated and the vein was effectively occluded. The surgery was completed without any problems, and the cramps disappeared after the operation. On (B)(6) 2026, the patient was re-examined because of itching in both lower limbs. There was mild redness and itching on the inner thigh (treatment area) of both lower extremities, and an inflammatory reaction caused by postoperative glue was suspected, and celestamine 1t/1x7 days was taken orally and antebate lotion and hirudoid lotion was instructed. Since intravascular embolization of varicose veins of the lower extremities sometimes has a reaction similar to this symptom after surgery, all patients at the clinic, regardless of whether they have a reaction or not, are given celecoxib 100mg/2t/2x and bilanoa 20mg/1t/1x for 14 days each after surgery, and flomox 3t/3x for 3 days to prevent infection caused by foreign bodies. The patient was re-examined on (B)(6) 2026 because of strong itching all over the body, and considering the possibility of a strong allergic reaction caused by glue, the patient was given intravenous injection of solu-medrol 500mg on the same day and started taking prednisolone orally (prednisolone was gradually reduced to 25mg for 3 days, 15mg for 3 days, 10mg for 2 days, and 5mg for 1 day). In addition, the patient continued to take bilanoa during that time. There was a time when the itching was temporarily relieved by the above oral medication, but the itching was still strong, and with the strong desire of the patient, it was decided to remove the large saphenous vein filled with glue. The right great saphenous vein was removed on (B)(6) 2026, and the left great saphenous vein was removed on (B)(6) 2026. The surgery was completed without any problems on both lower limbs, and the macroscopic findings determined that the filled glue had been removed. After that, the itching sensation was dramatically reduced after the removal of the right saphenous vein, and the itching sensation decreased smoothly after the removal of the left great saphenous vein. As of (B)(6) 2026, the itching sensation has almost disappeared, but there is redness of the skin due to minor contact and a tingling numbness in the ankles, arms, and hands after vein removal. Currently, the only oral medication is bilanoa 20mg 1t/1x.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that the numbness in arm and hand, which had remained a little, also improved. Issue resolved and confirmed on 2026-04-03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.